Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor rate and acu watchdog failure were evidenced in the event history log (ehl). A primary audible alarm (bgnd) test error was also found in the ehl. An occlusion test was performed, and the errors were reproduced, with exception to the primary audible alarm. The errors occurred because of issues with the worm coupling, lead screw and clutch halves. The non-functioning speaker also contributed to the problem. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the medfusion pump was exhibiting a motor rate error, and an acu watchdog failure message. No patient injury or complications were reported in relation to this event.